Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis, lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, they have been informed of adaptation problems in a patient experienced photopsia, round halos, it happens in mesopic conditions (at dusk or early in the morning, more in the afternoon), does not calculate distances well and has also lost sensitivity to contrast, there was a slight opacity.(yttrium aluminum garnet) yag capsulotomy was performed. Dysphotopsia was due to the effect of a poorly reactive miotic pupil.symptoms are continuing. There are two medical device reports associated with this patient. This report is associated with the right eye. Ar. Neutral od ou va at near 0.9dif ¿ fluctuates arx measurement.- od -0.25 to 111º subjective rx: od -0.25 , vacc 1 normal contrast sensitivity and the same in ou.

Manufacturer narrative:
Correction information was provided in h.6. The manufacturer internal reference number is: (B)(4).